Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The reported internal leakage test was solved by cleaning membrane of the expiratory cassette. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that leakage was found in the ventilator. There was no patient harm. Manufacturer's ref.#: (B)(4).